Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. Similar reports have been received for the reported problem. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
The customer reported to baxter (B)(4) an interlink extension set in which a leak was at the connection between the filter and the tubing. It is unknown when or in which care area this event occurred. There was patient involvement but no patient injury or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. A delivery test was performed and a leak from the millipore filter's vent hole was observed. Therefore, the reported condition was confirmed. The millipore filter is supplied by a third party, therefore, the supplier has been notified. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.